Event description:
Per the clinic, the patient underwent a skin flap reduction surgery under general anesthesia on (B)(6) 2025, due to report of issues maintaining connection with the processor coil and poor magnet retention. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.